Event description:
It was reported that pump experienced malfunction alarm that led to customer¿s blood glucose rising above normal levels, with customer stating value was over 600 mg/dl and no notable events occurring beforehand. There was no reported need for third-party medical assistance. Customer gave correction insulin by injection, contacted technical support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if problem returned.